Event description:
According to the literature, a prospective study including 78 cases of emergency laparotomy with either class iii or class IV surgical wounds was completed between 2019 and 2023. Fascia was closed with either an interrupted suture or a running competitor suture. Fascia dehiscence and hematomas were reported but no related interventions were mentioned. Other complications not related to the device include pneumonia, surgical site infections, anastomotic dehiscence, sepsis, and mortalities. Reoperations were reported but were not relevant to the suture. Closed negative pressure wound therapy vs standard primary closure in emergency laparotomies: a prospective case-control study corresponding author. General, emergency and trauma surgery, pisa university hospital via paradisa, 2, 56124, pisa, italy. E-mail address: c.cremonini89@gmail.com (c. Cremonini). Https://doi.org/10.1016/j.jtv.2025.100864.

Manufacturer narrative:
C. Cremonini, s. Strambi, s. Musetti, l. Cobuccio, d. Tartaglia, f. Coccolini, m. Chiarugi. Closed negative pressure wound therapy vs standard primary closure in emergency laparotomies: a prospective case-control study. Journal of tissue viability, issue # 2, 2025, https://doi.org/10.1016/j.jtv.2025.100864. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.